Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the dp calibration test step during testing. The device was recalibrated to address the issue. Additionally, unrelated to the dp calibration test failure, the universal porting block was found to be damaged and the power cord clamp was found to be missing. The porting block and power cord clamp were replaced. Also, the device initially failed the o2 low flow test step during testing. Upon inspection for o2 failure, it was discovered that the grey removable foam was not correctly installed. Reinstalled foam correctly and device retested. Device passed o2 low flow testing and no malfunction was reported. There was no issue prior to components being replaced during service.